Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician in (B)(6) of sterile peritonitis in a patient coincident with dianeal 2.27% 10 l unknown and extraneal 2 l unknown therapies. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain, increased temperature and clouding of effluent, which resulted in hospitalization (date unspecified). The cause of the peritonitis was unknown. On (B)(6) 2011, remedial treatment with ip microcef 1.5 g one time and ip endecin 3 g once was started. That same day, the patient experienced an allergic reaction to endecin (not further specified), and treatment with endecin ended. On (B)(6) 2011, treatment with microcef ended and ip gentamicin 360 mg one time was started. On (B)(6) 2011, treatment with gentamicin ended. The patient improved specifically with discontinuation of pd solutions. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use eror identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.